Event description:
It was reported that the screen on the hand held computer was "freezing" after a successful interrogation. Further navigation to the different screens was not possible. The event resolved with a soft reset. The product will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.